Event description:
The customer reports during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope and a single use distal cover, upon withdrawal of the scope from the patient, the distal cover fell of the scope and into the patient¿s mouth. The anesthesiologist retrieved the distal cover from the patient¿s mouth. Case with patient identifier (B)(6) reports the distal cover used in the procedure case with patient identifier (B)(6) reports the scope used in the procedure. The device was placed by registered nurse (rn) and inspected by the surgical technologist (st) during set up of scope. The same device was used to complete the procedure. There was no delay reported with the procedure. The patient was under general anesthesia. The device was not serviced by a third party. There was no harm to the patient reported. Three (3) email requests sent to customer for product return and serial number information for model tjf-q190v/ duodenovideoscope with no reply.